Manufacturer narrative:
B3: date of event and d4: UDI number is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the fluid warmer did not have over temperature alarm or "visual". Patient involvement unknown.

Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One (1) device was received. Visual inspection noted a broken front cover and cracked tank cover. Functional testing could not duplicate the reported fault. However, the device did have an over temperature alarm set. However, it was set higher than the manufacturers specifications. A root cause for the condition was due to the over temperature pot on the printed circuit board (pcb) being out of range from user tampering. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Recalibrated the device which includes setting the over temperature; replaced the tank cover and front cover. Performed preventative maintenance (pm). The device passed all functional and delivery tests.